Event description:
The ge oec 9900 fluoroscopy sys had a reported sys lock-up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the issue. Sys lock-up is a known issue that will be re-mediated under 9900 recall actions. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.